Event description:
Bard access port implanted in december 1997 was removed on 2-11-98 due to swelling around the site. The tubing was fractured. The distal portion of the tubing was unretrievable. Discharge summary: history and physical examination: the pt is a 51 yr old white gentleman who is known to have history of cancer of lung with extensive metastasis. He was admitted because of nausea, vomiting, abdominal pain, and shortness of breath. Course during the hospitalization: the pt was started on intravenous fluids. Intravenous antiemetics were given. He was also complaining of pain in the right upper quadrant of the abdomen, and it appeared to be because of diverticular disease. His previous computerized tomography had shown evidence of diverticular disease in that area. He probably had developed acute diverticulitis. He did have some degree of leukocytosis, with a white blood cell count of about 14,000 with a shift to the left, with increased bands. The findings probable were consistent with diverticular disease; however, they could also be because of the rebound from his chemotherapy. The pt was treated with intravenous primaxin. He did have problems with his port-a-cath, which staff tried to access, but it was discovered that the catheter was broken. Therefore, a consultation was made with dr, who had inserted his catheter. Dr did remove the old catheter and replace it with a new catheter on the opposite site, which he tolerated very well. During the procedure, the pt did have evidence of hypoxia and shortness of breath. Dr felt that clinically he probably had evidence of pulmonary embolus, and therefore he was heparinized. He has now been placed on coumadin. His prothrombin time is within therapeutic range, and he is afebrile. Vital signs are stable. Complete blood count and hemoglobin and hematocrit are stable. He is therefore being discharged home today. He will be continued on oral cipro for about a week, and then he will be continued on oral levaquin for about a week, and then he also will be continued on his coumadin. He will be seen in one week for a follow-up visit for his chemotherapy. Attempts at aspiration of his port-a-cath were unsuccessful; however, dr was able to inject small amounts of dilute heparin solution without significant edema. He was admitted to the hosp for nausea and attempts to access his port-a-cath resulted in severe swelling about the port-a-cath. X-rays were taken with fluoroscopy and injection of the port-a-cath sys with contrast which revealed apparent subcutaneous effusoin of the material with obvious fracture of the port-a-cath. Therefore brought to the or for removal of the reservoir, attempted removal of the residual catheter and replacement of a reservoir into the left side. He is aware of the possibility of complications related to the procedure.